Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 45 mg/dl and 252 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Retention testing is missing for complained lot 496612. Lot 496611 was assessed and found to be a comparable alternative for retention testing purposes.